Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is complete.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not display a "defib pad short" when the multi-function cable was shorted. Complainant indicated that there was no patient involvement in the reported malfunction.